Event description:
The user facility reported that during a patient procedure the tip of the crocodile grasper broke off and fell into the patient. No report of injury.

Manufacturer narrative:
Our investigation into the reported event is in process. A follow-up report will be submitted when additional information becomes available. "UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR."

Manufacturer narrative:
The device subject of the event was discarded by the user facility and not available for evaluation. Without the return and evaluation of the device, the cause of the reported event cannot be determined. The user facility was unable to provide the lot number for the crocodile grasper, therefore, a review of the device history record could not be performed. No additional issues have been reported.